Manufacturer narrative:
Patient weight reported as approximately (B)(6). Date of event is an unknown date in 2019. This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, a variable angle (va) condylar plate was discovered to be broken. The plate broke approximately twelve (12) weeks after implantation. The patient had sustained a periprosthetic fracture of their hip replacement. Procedure outcome and patient status are unknown. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown va condylar plate. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: variable angle (va) locking screw (part # 02.231.285s, lot # l844121, quantity # 1), va locking screw (part # 02.231.280s, lot # 3l43052, quantity # 1), va locking screw (part # 02.231.255s, lot # 1l93780, quantity # 1), locking screw self tapping (part # 214.885s, lot # l974385, quantity # 1), va locking screw (part # 02.231.275s, lot # 2l57109, quantity # 1), connection screw (part # 02.120.605s, lot # l567068, quantity # 1), va locking screw (part # 02.231.240s, lot # 2l13089, quantity # 1), va locking screw (part # 02.231.285s, lot # 1l82441, quantity # 1), va locking screw (part # 02.231.280s, lot # 1l93767, quantity # 1), va locking screw (part # 02.231.265s, lot # 2l77994, quantity # 1), locking attachment plate (part # 02.120.601s, lot # 1l98249, quantity # 1), va locking screw (part # 02.231.238s, lot # l664406, quantity # 1), cortex screw self tapping (part # 212.108s, lot # 4l0085, quantity # 1), headless compression screw (part # 212.107s, lot # l485572, quantity # 1), locking screw (part # 212.111s, lot # 3l93822, quantity # 1), locking screw (part # 212.104s, lot # 3l53022, quantity # 1), ), va periprosthetic locking screw (part # 02.231.018s, lot # l380681, quantity # 1), va periprosthetic locking screw (part # 02.231.018s, lot # 7546147, quantity # 1), va locking screw (part # 02.231.246s, lot # l517324, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the complaint problem was not able to be confirmed based on the provided pictures, it was written in the complaint description that "I have some images of the initial plating but not the actual broken plate as the patient was operated on in another hospital post plate breaking." Therefore the complaint is unconfirmed. Device history lot part: 02.124.421s lot: l437009 manufacturing site: mezzovico release to warehouse date: june 16, 2017 expiry date: june 01, 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g4: date updated. H3, h4, h6: a review of the device history record has been requested. H3, h6: investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.,the complaint problem was not able to be confirmed based on the provided pictures, it was written in the complaint description that "I have some images of the initial plating but not the actual broken plate as the patient was operated on in another hospital post plate braking." Therefore the complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6: date of implantation is an unknown date in (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.